Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system. The patient has a recent history of an extended hospitalization and surgical procedures due to a severe abdominal infection. The clinician also noted that the patient was a high risk for infection. There have been several attempts made to gather additional information, but there has been no response. It is unknown what medical or surgical intervention was required. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: the activ.a.c.¿ therapy system did not work and would not run properly. The patient alleged that during the first night of using the activ.a.c.¿ therapy system, the unit turned off and ¿by then he had an infection and had to go back into the hospital for two days.¿ the activ.a.c.¿ therapy system was subsequently not re-applied. On (B)(6) 2018, the following information was reported to kci by the nurse: the activ.a.c.¿ therapy system was placed on (B)(6) 2018, and the patient was admitted on (B)(6) 2018 for fever, nausea, and vomiting allegedly due to the activ.a.c.¿ therapy system malfunction. Per review of kci records, the patient presented to the emergency room on (B)(6) 2018 for experiencing 48 hours of abdominal pain. The patient was diagnosed with perforated sigmoid diverticulitis, abdominal peritonitis, and leukocytosis. The physician noted that the patient would likely have a prolonged hospitalization with a minimum of 4 to 5 days. On (B)(6) 2018, the operative documentation noted the following: the midline wound was left open due to the dirty nature of the surgery and risk of wound infection. A wound vac was applied. On (B)(6) 2018, the hospital wound care nurse noted they would apply for the patient to get a wound vac at the time of discharge due to size of wound, high risk for infection, and need for accelerated tissue granulation. No additional information is available. On (B)(6) 2018, the device was tested per quality control procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On (B)(6) 2018, the device was tested per quality control procedure by kci quality engineering, and the unit passed the qc checks and met specifications.